Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer received a fill estimate of 20 units after a new cartridge was loaded. The customer filled the cartridge with 120 units of insulin. The customer reported loading a new cartridge the next day and received an accurate fill estimate. The customer's blood glucose (bg) level was 563 mg/dl. Reportedly, the customer was not sure of the cause of the high bg and consulted with health care provider. The customer addressed impacted bg level with a temporary basal rate and correction boluses.